Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that an inner part of the valve was torn and missing. The lot number of the device was not identified. From the shipping record of the device to the facility, it was highly likely that the device was manufactured in february, 2017. The manufacturing histories for the period, february, 2017, were reviewed with no irregularities. Considering the evaluation result, the inner part was possibly torn when the syringe for local anesthesia was inserted diagonally into the device. The instruction manual of the device has already warned as follows; angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged.

Event description:
During a diagnostic bronchoscopy procedure, the subject device was used. During the procedure, a syringe was inserted into / removed from the device over tens of times to inject xylocaine. The procedure was completed with the device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on june 22, 2017, confirmed that an inner part of the valve was torn and missing. Since there was no fragment found in the procedure, it was not identified where the fragment fell to.